Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: ¿when metal stent comes out at the tip of endoscope (ercp) automatically opens the 0.5 cm at end without opening lock & releasing." Device evaluation: the zilbs-635-10-6 device involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The customer was contacted to request additional information and to return the complaint device. The investigation will be updated once the information or device is provided. From customer testimony, it is known that the procedure was prolonged by one to two hours as a result of this occurrence. The prolonged procedure caused the patient to become unstable and required monitoring in the intensive care unit. The customer made the following additional statement: ¿after putting two wires in each duct, both stents were loaded on the wires, and after visualization one of the stent was partially opened due to stent technical error, so one stent was inserted successfully and faulty one I had to remove. It is very difficult to re-cannulate from previously placed metal stent into another duct, and also non availability of another stent at that time. So have to do ptbd (percutaneous transhepatic biliary drainage) to drain contaminated ducts in same sittings¿ there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Possible causes for this occurrence could include a difficult patient anatomy, or compression of the flexor. A calcified or tortuous anatomy could have created resistance during advancement, and compressed the flexor. This could have caused or contributed to the stent prematurely deploying with the red safety tab in place. However, as the device and information requested have not yet been provided, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use . It may be noted that a project has been initiated to prevent the reoccurrence of premature deployment with the safety tab in place. Document review: prior to distribution all zilver 635 biliary devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk will be assessed for this complaint once the device is returned and evaluated. When the risk has been assessed the investigation will be updated with the risk details. According to the initial reporter, the patient required treatment in the intensive care unit due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on serious injury. Procedure was prolonged by 1-2 hours which prolonged anesthesia. When metal stent comes out at the tip of endoscope (ercp) automatically opens the 0.5 cm at end without opening lock & releasing.

Manufacturer narrative:
510(k)number; 020788. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to as follows: importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Device evaluation the zilbs-635-10-6 device of lot number c1346922 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the procedure was prolonged by one to two hours as a result of this occurrence. The prolonged procedure caused the patient to become unstable and required monitoring in the intensive care unit. The customer made the following additional statement: ¿after putting two wires in each duct, both stents were loaded on the wires, and after visualization one of the stent was partially opened due to stent technical error, so one stent was inserted successfully and faulty one I had to remove. It is very difficult to re-cannulate from previously placed metal stent into another duct, and also non availability of another stent at that time. So have to do ptbd (percutaneous transhepatic biliary drainage) to drain contaminated ducts in same sittings¿ the device related to this occurrence underwent a laboratory evaluation on the 28 june 2018. On evaluation of the returned device, it was found that the outer flexor was 199.8cm in length, which was within specification of 200cm +2/-1cm. The device was flushed with no issues. A 0.035¿ diameter wire guide met resistance when advancing through the device. There was no tactile damage on the flexor. The device was returned with the stent partially deployed. The stent was released in the lab, and was found not to be damaged and 6cm long. The device was returned without the red safety tab. From customer testimony, it is possible that the red safety tab was misplaced during the packaging of the device prior to return. Complaint is confirmed as the failure was verified in the laboratory. The stent was found to be partially deployed. Possible causes for this occurrence could include insufficient strength of the flexor and/or compression of the flexor. Insufficient strength of the flexor could cause or contribute to compression of the flexor which could have caused or contributed to premature stent deployment while the red safety trigger was still in place. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. It may be noted that a project has been initiated to address the issue of premature deployment due to insufficient flexor strength with the safety tab in place. Document review flexor 200cm 6fr is subject to incoming qc inspection. A review of incoming qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution all zilver 635 biliary devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1346922) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1346922. Summary complaint is confirmed as the failure was verified in the laboratory. The stent was found to be partially deployed. The risk was determined to be moderate (category ii). According to the initial reporter, the patient required treatment in the intensive care unit due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When metal stent comes out at the tip o endoscope(ercp) automatically opens the 0.5 cm at end without opening lock & releasing.

Event description:
MDR is being submitted based on serious injury. Procedure was prolonged by 1-2 hours which prolonged anesthesia. When metal stent comes out at the tip o endoscope(ercp) automatically opens the 0.5 cm at end without opening lock & releasing.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site. As follows: importer site contact and address: (B)(6). (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.